Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
It was impossible to drain the cfs from the drip chamber into the collection bag. The cfs was drained by syringe every 3 hours. Then the doctor decided to change the system. The incident has not been reported to the (B)(6).

Manufacturer narrative:
Upon completion of the investigation it was noted that the eds iii was visually inspected, biological debris was noted on the burette filter. The eds iii was set up as per IFU. A new collection bag was attached to the eds iii. The drip chamber stop cock was turned to the off position. 20ml of purified water was flowed into the drip chamber. The system stopcock was then closed, the drip chamber stopcock was opened; the purified water flowed normally and emptied into the collection bag. Review of the history device records was not possible as the lot number was unknown. The root cause of the problem reported by the customer could not be determined, as the drip chamber emptied into the collection bag. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.